Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 24 mg/dl. The patient passed out and fell. For treatment, the patient stated they were treated, but did not disclose the information. The pod was worn longer than 48 hours on the arm. The patient was discharged after 24 hours. The pod was discarded.